Event description:
Per dealer both side frames are broken where back canes attach. The end user wife advised end user fell out of chair one time yet she does not think it had anything to do with the side frame issue.